Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon that the event resolved with treatment.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported the wrong diopter power was implanted during an intraocular lens (iol) implant procedure. The lens was removed and replaced in a second surgery. Additional information was requested. No new information was received.

Manufacturer narrative:
Product evaluation: the product was returned for analysis; the reported complaint could not be verified the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Solution with a small amount of blood was observed on the returned product. The product was returned and damaged was observed. The lens was returned in a specimen container with a lid. Product history records were reviewed and all documents indicate the product met release criteria. The root cause could not be determined for unexpected postop refraction (wrong diopter power implanted). Lens damage was observed. While we are unable to determine the root cause of the damage, our observation reasonably suggests that is not manufacturing related. Due to the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).